Event description:
Olympus received a (B)(4) that stated "while performing a colonoscopy, the provider had difficulty with releasing mechanism to obtain a specimen. Provider then observed debris present in the pt's colon from the scope in use. The debris was retrieved. The subject scope was taken out of service after being cleaned. A loaner scope was ordered from olympus and the subject scope sent to olympus for eval. The pt, ceo, risk mgr, and director of the operating room were informed of event. Upon interview, the central sterile tech informed us that brushes to clean scopes were reused which was against package directions. The MFR of the brushes was informed of this issue. There was no tracking on how many times brushes were used. Actions by the user facility: the scope was removed from service and eval found there to be critical issue with mechanism. Until the problem was resolved, 2 people were to observe the cleaning process, and a new brush was to be used for each cleaning. (B)(4) performed re-education for all operating room staff on sterilization and cleaning procedure. Sterilization machine checked for proper function and found to be in working order."

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report and was informed that the procedure was completed with another device. The pt is reportedly doing fine. No further info was provided. The device was returned to olympus for eval. During the eval the biopsy channel of the device was inspected with a boroscopes and no kinks or foreign matter was noted. The device was reported and returned to the user facility.